Manufacturer narrative:
Device was received with unresponsive all the buttons due to moisture damage on electrical board at keypad connector area. Unable to verify pump error 130/43 alarm due to unresponsive keypad buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed displacement test and insulin pump passed it. A insulin pump error was popping every hour. No harm requiring medical intervention was reported. The device will be returned for analysis.